Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats according to the reporter: during firing cracking sounds were heard and the handle could be squeezed no more. The surgeon forced to release it from tissue without damage. The malformation of staples at the distal end of jaws was confirmed. For the recovery the concerning part of staple line was manually sutured. Operating time extended: more than 30 min. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. No reinforcement material was used.